Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to non-functioning issue. Attempt to obtain additional information were unsuccessful. No additional adverse patient effects were reported.